Event description:
It was reported that the right ventricular lead showed impedance and threshold were increasing a lot. An x-ray revealed a fracture just above the superior vena cava coil. The lead remains in use, but it will be replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.